Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the IV fluids (aads, intralipid, & midazolam) were noted to be leaking at the umbilicus/site of uvc insertion. The IV fluids were stopped and the uvc was removed and appeared intact. A piv was obtained on the ninth attempt. No injury was reported. The customer was unable to confirm the item code or the size of the uvc.